Manufacturer narrative:
In response to medtronics request for device return, the device was returned and evaluation is currently in progress but not yet complete and however the initial inspection is detailed as follows: temperature tests prior to repair could not be performed due to the device not running upon receipt. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a magnum ii hi speed handpiece was overheating preoperatively. Although the escalation of heat occurred in under a minute, the heat was bearable but uncomfortable for the user to handle the device. There was also no report of patient impact or injury as a result of this event.

Manufacturer narrative:
Product evaluation: evaluation of the returned device found that the bearings were corroded and the motor was shorted. The device was cleaned, repaired and successfully tested to specifications. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.